Event description:
The partial knee implant was a bad design, which put too much weight on one tiny spot and the tibia bone was weakened and spongy which caused the tibia plate to tilt and the bone to continually get worse- much pain. I had to have a revision knee replacement surgery from a partial knee to a full knee 9 month later. Additional info: date the problem occurred: between (B)(6) 2012.